Event description:
It was reported that the remote telemetry showed pacing that did not look correct. It was noted that the right atrial (ra) lead appears to be undersensing resulting in inappropriate atrial pacing on the current electrograms (egm) and stored egms. Approximately six days later the patient representative reported that the patient was hospitalized and just got out of the hospital due to arrhythmic activities in the cardiac resynchronization therapy pacemaker (crt-p). An interrogation was done, which showed no arrythmia. The patient represented noted that reprogramming was done because the lead ¿wasn¿t sending the right signal¿. The patient representative noted that this morning the monitoring clinic informed them that they detected another episode. The patient representative noted that these are not authentic arrythmias but that the crt-p is still experiencing issues with its detections. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.